Event description:
Boston scientific received information that during a routine in clinic follow up approximately six weeks post implant, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, increased threshold measurements were observed. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made and a revision procedure was planned for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed. During the revision procedure, the physician observed that the rv lead came out of the device header with a tug. The lead was reinserted into the header and setscrews tightened. Lead testing with a pacing system analyzer (psa) was completed and revealed no anomalies. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information was received that an x-ray was performed and revealed no anomalies. Lead placement was observed to be acceptable and unchanged.

Manufacturer narrative:
Additional information was received that an additional chest x-ray of the device header performed approximately two weeks later, could not adequately visualize the setscrews. An immediate revision procedure was not undertaken due to the possible risk of infection. The identified issue will be addressed at a later date. No adverse patient effects were reported.